Event description:
On 12/02: customer reports during retrograde cystogram and lithotripsy procedure, fluoro failed. Physician completed the procedure using digital spots as reference images. No reported injury.

Manufacturer narrative:
(B)(4) technical support troubleshoot with the customer's service tech and found the compact-x generator output programming for fluoro setup was incorrect. The k2 and k3 were not programmed, causing the problem. After correcting the programming of these two relay outputs, the system updated the image as it should. System returned to full service by the customer.